Event description:
The customer reported on picu, the product leaked while connected to the red lumen of the patient's PICC line. The product had been used to administer electrolytes, antibiotics, and steroids, and it's unsure how long the product had been leaking for. No additional information is available.

Event description:
The customer reported on picu, the product leaked while connected to the red lumen of the patient's PICC line. The product had been used to administer electrolytes, antibiotics, and steroids, and it's unsure how long the product had been leaking for. No additional information is available.

Manufacturer narrative:
The customer report that the filtered tubing leaked was confirmed. Visual inspection showed no anomalies. Functional testing was performed and it was immediately observed that the fluid leaked out from the set's filter weld. No other leaks were observed from anywhere else. Further inspection under magnification of the filter observed the top assembly not fully secured to the bottom assembly. The root cause was determined to be due to a supplier issue of the ultrasonic weld area of the filter.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported on picu, the product leaked while connected to the red lumen of the patient's PICC line. The product had been used to administer electrolytes, antibiotics, and steroids, and it's unsure how long the product had been leaking for. No additional information is available.